Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5 x 16 mm drug eluting stent to an unk lesion. While attempting to deliver the stent to the target lesion, the struts on the distal edge of the stent were damaged. The procedure was completed using another taxus stent, same size. No pt injuries or complications were reported. Pt status post procedure is noted as "ok".

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. A review of the device history record for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough eval conducted operation context would be the most probable root cause.